Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reinvestigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6) 2020 at 12:52 and led to a notification via home monitoring to ensure patient safety. The data further showed a detection of strong magnetic fields at 12:26, 26 minutes before the eos detection, most probably due to the beginning of the mentioned MRI scan. The MRI mode of the device was not activated. Please note that an MRI scan without prior programming the device into MRI mode is not recommended because of possible subsequent damage to the electronic module. Should additional relevant information become available, this investigation will be updated.

Event description:
Eos detected via home monitoring after an MRI on (B)(6) 2020.